Event description:
An eye care provider reported that a keratoconus patient experienced uveitis three times in 2002 ( specific dates available) associated with wear of night & day lenses with "piggyback" wear of an unspecified brand of hard contact lens and use of optifree lens care solution. Lenses worn on daily wear basis. Event resolved after treatment with steroids. Contact lens wear was resumed. No further info has been provided. This record has been designated as event #1 - 2002 for this patient.

Manufacturer narrative:
The report was reviewed by the ciba vision medial monitor with the following conclusion: "this care is considered as iritis." As there was no product returned or lot number provided, no detailed investigation can be performed.